Event description:
It was reported that an alert was delivered in a remote transmission regarding oversensing on the rv channel. The low frequency attenuation filter was disabled. The patient's condition was good after the event.

Manufacturer narrative:
UDI (di): (B)(4).